Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis and action taken with pd therapy were not reported. It was reported that the patient was hospitalized and was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovered from the event. No additional information is available.